Manufacturer narrative:
(B)(4).

Event description:
During a follow-up performed on (B)(6) 2015, the pacemaker was unexpectedly found programmed with the nominal settings.

Event description:
During a follow-up performed on (B)(6) 2015, the pacemaker was unexpectedly found programmed with the nominal settings.